Event description:
It was reported that the collimator on the 9800 system is stuck. It was noted that iris is too large. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced a broken wire in the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.